Manufacturer narrative:
Qa observation: needle was sticking out of one of the lancet molded bodies by 5/8inch.lancets are not 510(k) cleared.

Event description:
The advocate initially called because one of the lancets in the customer's box, did not have the protective cover on it. The complaint was not reportable at the time, but the customer returned the box of lancets for evaluation. Product was replaced.